Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button issue) has been confirmed. Upon eval, the front response button cover was torn and the switch contacts were intermittent in function. The cause for the response button issue is the intermittent switching mechanism. The cause for the intermittent switching mechanism cannot be positively identified. No adverse event resulted from the defective response button. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report an issue with the response buttons. The pt was issued a replacement monitor.